Manufacturer narrative:
(B)(4). Batch #unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the clip was unformed at the 2nd firing, and jamming occurred at the 3rd firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.